Event description:
It was reported a pump alarm was heard. Multiple motor stall were confirmed by reviewing the event logs. The motor stalls began in 2009. The patient denied having any recent MRI or being around magnetic fields. The patient had not experienced withdrawal, but did start increasing their oral medications. Troubleshooting had been exhausted and the pump was replaced two days later. The procedure went well and the patient was scheduled for a follow up appointment in the same month.